Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The femoral sizer is broken. The spring and part of the sizer is missing.

Manufacturer narrative:
Conclusion and justification status: the complaint states the femoral sizer is broken. The spring and part of the sizer is missing. The investigation confirmed that the failure mode as reported the damage is consistent with the device being dropped onto the front left-hand side of the product. Whilst drop tests were conducted on the device during development, failure was recorded after multiple deliberate drops on this specific location. Suggesting appropriate care has not been taken in handling this device. However from the information received it is not possible to determine whether sufficient care was or was not taken. The complaint shall be closed with an undetermined conclusion it will be entered into the complaint database and monitored through trend analysis depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.